Manufacturer narrative:
A ge representative has not yet evaluated the system.

Event description:
It was reported that the system display showed all boxes, and system locked up. No patient injury reported.